Event description:
The physician reports performing cataract surgery with implantation of the crystalens iol in the pt's right eye. Two months postoperatively the lens vaulted in a z-configuration. Approx 6 weeks later, the crystalens was exchanged for a different lens model. The pt's is doing well.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the root cause of the refractive error was related to lens vaulting. (B) (4).